Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the esc button won't do anything. Customer stated that the numbers would scroll when he would enter his blood glucose level. Customer's blood glucose level was 300 mg/dl. Customer replaced the battery a couple times and eventually got it to work. Customer stated that the esc and act buttons were not responding. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No scrolling of numbers noted during testing. All buttons functioned properly, however corroded keypad traces noted during visual inspection. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.